Event description:
It was reported an occlusion alarm alerted while the patient was wearing the pod on the abdomen for between 25 and 36 hours. The patient's blood glucose levels rose to 27 mmol/l (486 mg/dl). A new pod was applied for treatment.

Manufacturer narrative:
The download data from the returned device showed that an 0x14 occlusion alarm had been generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. The exposed portion of the soft cannula was found to be flattened and stretched. The length of the soft cannula was found to be out of spec at 27.02 mm. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.